Event description:
The customer reported to olympus that the evis exera iii xenon light source lamp goes out sporadically, where the lamp flashed and flickered. The issue was found during preparation for use and there was no procedural involvement. There were no reports of patient harm.

Manufacturer narrative:
No device was returned to olympus for evaluation, as a technician was on site and repaired the device. The technician found that a non-olympus xenon lamp from maintenance was incorrectly installed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to the use of a non-olympus lamp that was installed incorrectly. Olympus will continue to monitor field performance for this device.